Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No unexpected rewind or grinding noise anomalies noted. No unexpected e or a alarm anomalies noted. No unexpected audio or vibrate alarm anomalies noted. No excessive no delivery or occlusion alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump received some error code and buttons were hard to press and during rewind insulin pump make a grinding noise and no delivery alarm was also occurred. Blood glucose was unknown. The insulin pump will not be returned for analysis.